Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information provided, the reported device damaged by another device (caused damage) and unintended movement (sleeve steering issues) are cascading events of the troubleshooting performed for the clip caught in anatomy. The clip caught in anatomy could not be determined (caught in the ventricle).the poor image resolution could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (mr) with a grade of 3. It was noted imaging was challenging throughout the procedure. An xtw clip (40404r2018) was inserted and deployed on the tricuspid valve. To further reduce tr, an xt clip (40108r1078) was inserted. While in the ventricle, the clip became caught on chordae. Troubleshooting was performed and the clip was freed from chordae. However, while troubleshooting, the clip moved and came in contact with the xtw clip, causing that clip to partially detach from the septal leaflet. The xt clip was then deployed without further issues, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.